Event description:
Drive medical has received updated info from an attorney on the injury from a previous complaint involving a rollator allegedly distributed by drive medical. It was initially complained that the rollator broke causing the user to fall. The user did not report to drive medical until eleven (11) days after the incident, demanding a replacement of his rollator with a heavy-duty power scooter. No injury was reported by the end user. Drive medical has been reaching out to the claimant to retrieve the alleged product be returned to drive medical for investigation. The claimant refused to return the product and decided to take legal action. According to the attorney, the claimant allegedly underwent amputation to his 2nd digit toe, 1.5 months after the incident. This MDR report is based on the info provided by the claimant and his attorney firm.